Manufacturer narrative:
H.6. Investigation summary: eight (8) samples were returned from the customer for investigation. The samples were visually examined and were found to be clogged as light was not able to pass through the sample. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned samples were clogged as light was not able to pass through the sample. However, as these eight (8) occurrences would not exceed the acceptable quality level (aql) of ¿clogged cannula ¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: as she mentioned of new defective product units, we will file a new complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: as she mentioned of new defective product units, we will file a new complaint.